Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and it was found in good normal conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for idiopathic ventricular tachycardia (idvt) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported during an idiopathic vt case, during use of biosense webster products, during the mapping phase and before ablation was performed a pericardial effusion was noticed. There was a drop in blood pressure on the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice). Caller reported that the medical intervention provided was a pericardiocentesis and 220 cc of fluid was removed. The patient was reported to be in stable condition. There is no further information about if extended hospitalization was required. The physician¿s causality opinion is unknown. The patient had fully recovered. No transseptal was performed. Graph, dash board and vector were used for force visualization.